Event description:
The customer complained of questionable results for one patient sample tested for thyrotropin (tsh), free thyroxine gen.2 (ft4), and free triiodothyronine gen.3 (ft3). The results on the cobas e 602 were: tsh = 0.18 uui/ml, ft4 = 41.9 ng/l, and ft3 = 4.56 ng/l. These results were reported outside the laboratory. The samples was tested on an abbott architect with the following results: tsh = 12.81 uui/ml, ft4 = 7.5 pg/ml, and ft3 = 1.82 pg/ml. Regarding the architect results, the customer stated, "these findings are concordant with expected biological values in dialysis patients (leakage of thyroid hormones)." The customer stated the patient was incorrectly diagnosed as hyperthyroid, but there were no adverse events due to the erroneous results. The patient's current condition is "fine." The lot numbers of the reagents were as follows: tsh - 179690, ft4 - 179279, and ft3 - 178189. The expiration dates were requested but not provided.

Manufacturer narrative:
The patient's sample was sent to the manufacturer for investigation. The investigation reproduced the customer's high ft4 result. No interference to streptavidin was detected.

Manufacturer narrative:
The event took place in (B)(6). (B)(4).